Event description:
It was reported that the pump was not priming correctly and on some instances is not delivering. Reporter stated that this issue occurred many times. Investigation of the product identified a cracked downstream occlusion seal (dso) and damaged latch/lock flex sensor. There was no patient involvement. The issue occurred during set up.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal is cracked and the latch lock flex sensor was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the dso sensor was faulty. The dso sensor, latch lock flex sensor, and dso seal were all replaced.